Event description:
Customer reported high blood glucose. During troubleshooting customer saw only small amounts of insulin exiting allthough unit passed leadscrew test. Customer advised to discontinue use and contact md for elevated blood glucose.